Manufacturer narrative:
Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 16265576, model/catalog description:linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were replaced and a new lead was added. No device malfunction was suspected. The patient was doing well postoperatively.